Event description:
The customer reported a drip coming from the blood sampling valve (bsv) during startup run on the coulter coulter lh 500 hematology analyzer; however, the volume of the leak was unknown. The customer checked the bsv knob was tight. Blood sampling valves may have the presence of blood, controls and diluent while in operation and cleaner while in shutdown. The operator was wearing personal protective equipment (ppe) consisting of a gown, goggles, and gloves when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The does have a risk management / exposure control plan is in place and the customer reviewed the msds. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was dispatched to investigate the event. Although the fse noted a small leak in the bsv, he was unable to determine which port of the bsv was leaking. The fse replaced the bsv which resolved the issue. The cause of the event was the small leak in the bsv. (B)(4).